Manufacturer narrative:
Correction: e1 (initial reporter) block h6 (device code): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi t replacement bolster was returned. The tube was observed without the internal bolster. Microscope inspection revealed that the tube had evidence that the internal bolster was once attached and remains of it were found also on the tube. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to the technique performed during the insertion/preparation of the device with the obturator which resulted in the detachment of the internal bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure on (B)(6) 2021. During procedure, the internal bolster detached outside patient when stretched with an obturator. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure on (B)(6) 2021. During procedure, the internal bolster detached outside patient when stretched with an obturator. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter name and address: this event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.